Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The display lens was observed to have cracked around the low perimeter. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display screen was dim and discolored and the battery compartment was found to have cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(6).

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.